Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an "optical sensor failure" alarm. It was also reported that the patient had been agitated and moving around in the bed. The inner lumen was capped and the radial line was being used for cardiac output monitor. The catheter was planned to be removed in the morning. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** no UDI is provided as no lot number for the affected device have not been provided.

Event description:
N/a